Event description:
Procedure type: thoracic. According to the reporter: upon insertion into the thoracic wall, the tip of the sleeve was broken. Nothing fell into the cavity. The new device was opened to complete the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).